Event description:
Review of egms noted oversensing. When the lead was explanted, an insulation anomaly was observed.

Manufacturer narrative:
Analysis found insuluation abrasion between 4.3 cm to 7.0 cm from the distal cut end. The cables had abraded the outer insulation from the inside and out. This could happen if the cables are stretched and lead is in a bent position.